Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit has helium leak . There was no patient involvement.

Manufacturer narrative:
Updated fields : b4, d8, d9, g1, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field : d4 unique identifier (UDI): a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and upon arrival both main batteries were completely depleted. Unable to perform battery run time. Found several gas loss alarms in logs. No indication of helium leak. During testing, compressor was performing poorly. Replaced compressor and both mufflers. Replaced 9v battery. Device passed functional and safety tests according to factory specifications. The failure analysis and testing department received a scroll compressor with a reported unit failure of helium leak and poor performance. The fat department performed a visual inspection of the part received and found that the part is in good condition. The fat department installed the a scroll compressor in the cardiosave test fixture serial number (B)(6) and tested to factory specifications per cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department ran the test for one hour and could not verify the compressor failure of helium leak experienced by the customer. However, the compressor was rattling out loud. The compressor is malfunctioning. Retaining the scroll compressor in the fat dept. Per procedure (B)(4).

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.